Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's procedure was abandoned. The patient underwent a procedure for the issue of ineffective therapy, (manufacturer report: 3006705815-2019-04227), wherein the physician attempted to move the lead but was prohibited from doing so due to scar tissue and an osteophyte. As a result, the patient's system was explanted on (B)(6) 2019.